Event description:
It was reported that the patient experienced low blood pressure, bradycardia, chest pain, lightheadedness and shortness of breath. It was also reported that the right atrial (ra) lead exhibited high and undefined impedance, high threshold, far field r-wave (ffrw) oversensing and potential loss of atrial capture, with pacing below the lower rate limit of settings. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.